Event description:
It was reported that the user awoke to find the ilet had fallen off a bed, after which the device display was unresponsive and showed vertical lines, consistent with a damaged or malfunctioning screen and associated user interface failure. Symptoms included no clinical symptoms. Outcomes included no reported impact on health and no medical intervention. Investigation included a review of the event details and arrangement for device replacement with instructions to shut down the device, sync data to the mobile app, and return the affected unit. Investigation of this case revealed a screen malfunction consistent with physical damage from impact, affecting the display component and touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.